Event description:
Home patient (hp) contacted baxter's technical svc ctr (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 3/4 of the hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp's transfer set became disconnected from the pt line of the homechoice set while hp was sleeping. Hp awoke to the error message and responded to it by reconnecting the transfer set to the pt line of the homechoice set. Tsc assisted hp in ending treatment early. Per rn, no pt injury or medical intervention was associated with this incident.